Event description:
It was reported to boston scientific corporation, that during preparation for an unknown procedure, an asap prostate biopsy needle was opened for use. According to the complainant, the seal was defective and sterility was questionable. The procedure was completed with another asap biopsy needle with no patient complications.

Manufacturer narrative:
A review of the device history record revealed no anomalies that could be associated with this incident. Visual analysis of the returned device revealed damage to the packaging that compromised sterility. The device tray was damaged and caused the seal to become broken.